Event description:
A call to technical services was made on 5/22/2014 stating that this lv lead had high thresholds. The device had 1 .3 years remaining of battery life when checked a year ago but it reached eri (B)(6) of this year. There is no further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).